Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va05dln, implanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a shocking or jolting sensation. It was noted, the patient was shocked at a retail location going through the security or theft screening at (B)(4). It was stated the patient was zapped on (B)(6) 2014 and they were zapped on (B)(6)2014 and (B)(6) 2014. It was noted the patient¿s device was on when they went into the (B)(4)store. Reportedly, the patient felt the shocking sensation come on suddenly and they felt it from their lead all through their wires and into the battery. The patient stated they got shocked so bad they would buckle over and fall on the floor. It was noted, the patient met with their manufacturer representative on (B)(6) 2014 at a clinic and they informed them of the issue at that time. It was later reported, the patient did not inform their manufacturer representative on (B)(6) 2014 that they fell to the floor at (B)(4). It was also stated, the clinic was under the impression that the patient was doing fine since they had no further contact. It was noted an impedance test was taken and reprogramming was performed. It was stated, there were no device related issues identified. Additional information stated, the manufacturer representative wasn¿t aware of the shocking events or the fall on (B)(6) 2014. It was noted the manufacturer representative was paged to come to the clinic to program the patient and was not informed of the specific reason.